Manufacturer narrative:
During the on site inspection, the medtronic representative reported that the issue could not be reproduced. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that the system became unresponsive on the navigation page of an axiem tumor resection procedure. The mouse, keyboard, and software did not respond to user input. The rep preformed a full system reboot which resolved the issue. There was a reported 5 minute delay to surgery with no clinical impact. Surgery proceeded as planned.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.